Event description:
It was reported that the device has continuous flow. Damaged case. No additional information.

Manufacturer narrative:
Other text: additional information d5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Case was found to be damaged. Sensing and therapy port lines were crossed. The gas @ 60 per square inch (psi) supplied to the input fitting, the device was delivering to the test lung with timing. The cycle indicator was flashing. However, the manometer gauge needle was not responding, even with the sensing line attached to the port. On closer inspection, the line from the switch that was supposed to go to therapy port was connected to the sensing port. The line that was coming from the manometer was connected to the therapy port. The root cause for the reported issue for continuous flow was not determined; however, the case damage was due to impact to the device by the customer. The technician replaced damaged case, re-routed the breathing therapy and sensing line port connections.